Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure, when extending the telescopic end, the plastic clip for the thin suction tubing broke off. They could not locate at first, but did in fact locate the piece that broke off. They placed in a red bag and opened a new one without issue. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, when extending the telescopic end, the plastic clip for the thin suction tubing broke off. They could not locate at first, but did in fact locate the piece that broke off. They placed in a red bag and opened a new one without issue. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.